Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information indicated that the cause of stopped pump was pump reaching end of life as anticipated

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain and post laminectomy pain. It was reported pump was alarming/beeping and had been beeping/alarming since the pump was stopped. Patient was informed the pump would shut off on (B)(6) 2016 and it was reported it had been beeping since the date and did not turn off. It was reviewed pump stopped delivering medication at end of service (eos), but will still alarm. Caller was to follow up with healthcare professional (hcp) and was redirected to hcp to silence the alarms. Caller requested after care for pump explant. When asked to clarify patient requested how to manage withdrawals and patient was redirected to hcp. It was noted the drug was removed from pump and they were awaiting the pump removal. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.